Event description:
It was reported that a female with morbid obesity had underwent placement of a laparoscopic gastric band in 2008 and she was discharged home on pod #1 without complaints. She returned two weeks later with c/o abdominal pain and fever. Serosistis of the stomach was noted and the lap band was therefore removed. The pt was discharged and returned one week later with fever. A CT scan performed at the time revealed a subphrenic abscess that required drainage in interventional radiology.

Manufacturer narrative:
Device was not returned for eval. The pt presented with abdominal pain in 2008, and it was discovered that the pt had an abscess. The pt was admitted to hosp, the band was explanted and the pt was given antibiotics. The pt was discharged home within two days. The pt returned seven days later with a fever and vomiting. It was discovered that the pt had a liver abscess which was believed to have originated from the serositis. The abscess was drained, the pt was placed on IV antibiotics, put on an npo diet, and antiemetics for vomiting. The pt was hospitalized for six days and discharged home with no other complications. At this time, it is unk if the pt will have the band reimplanted.